Event description:
It was reported "after the catheter insertion, the balloon can not inflate completely, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample; no blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0072in-0.0074in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 21.9cm from the iabc distal tip, which is the location of the clotted central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 7cm from the iabc luer, which is the location of the clotted central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon can not inflate completely" could not be confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks or alarms were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "after the catheter insertion, the balloon can not inflate completely, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon can not inflate completely" is not able to be confirmed. The product was not returned for I nvestigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "after the catheter insertion, the balloon can not inflate completely, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".